Event description:
A patient reported blood glucose results of "183 mg/dl and 130 mg/dl" with a lifescan meter, performed within minutes of each other. A third test was 189 mg/dl. At the time of the call, the representative determined the meter was set to mmol/l rather than mg/dl. And helped the patient correct the unit of measure. The patient reported the meter had been dropped. Control solution was sent to the patient to check it's specifications. No injury was reported.